Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were sticking. Blood glucose value was 86 mg/dl. Nothing further reported.